Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the trial worked great for them and patient had so much relief but then when patient got the implant it never worked for them because the lead wire connected to the sacral nerve was "not connected well". Patient saw a rep who tried to program the device but could not find the right nerve response. Patient has restless legs and some of the programs increased the restless leg issues. The doctor ended up removing the entire system and replacing with a new interstim system implanted on the other side on (B)(6) 2021. The patient also mentioned they are still really sore from where the system was removed. Additional information was received from a manufacturer representative (rep). The rep reported that it was implanted properly, the rep said that they went through the device and retrained it and explained how to use it and explained that they tried to find a program that works well however that no allegation of the lead disconnected was made. The rep was not aware of any lead issues and was not aware of the removal.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 978b128 ,lot# va2d6n9 , implanted: (B)(6) 2021, explanted:(B)(6) 2021, product type: lead ,ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.